Event description:
It was reported that a micro-perforation of the atrial lead was suspected. Body fluid was evacuated from the pericardium. The patient was asymptomatic and all measurements were stable and in-range. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.